Event description:
Reported to guidant in 2000. Case was 5 days before. Pt had severe angulation of the aortic neck, approximately ninety degrees, and relatively tortuous iliac. The physician had difficulty unjacketing the device. He exchanged the guide wire, to get more support, and continue with the jacket retraction. The device unjacketed half way and the jacket tore. The surgeon was able to complete the jacket retraction and deployed the superior attachment system. At this point, he experienced difficulties retracting the balloon into the attachment system. After several attempts, the aortic balloon was partially retracted into the superior attachment system, although there is a question regarding how well the balloon was inside the attachment system and therefore how well the hooks sat on the arterial wall after the inflation/deflation cycles. The surgeon deployed the contra limb. During the removal of the device, and after deployment of the ipsilateral attachment system, the jacket guard became stuck. After attempts to remove the device, it was observed that the aortic attachment system migrated down. It is unclear if the migration occurred during the balloon retraction maneuvers, or during the attempts to remove the device. The migration of the graft caused a superior leak, and reduced flow on the superior neck. Due to the severe neck angulation there was no possibility to install a cuff. The surgeon decided to convert the pt to standard open procedure. Difficulty conversion due to angulated aortic neck and pre-existing scar tissue, from previous surgeries. The pt expired three days post conversion surgery.